Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6).

Event description:
The customer observed falsely elevated sodium results on the architect c8000, serial number (B)(6), for three patients. The samples were repeated on another instrument with lower results. The following data was provided: sid (B)(6) initial result = 178 mmol/l repeat = 140. Sid (B)(6) initial result = 182.7 mmol/l repeat = 137. Sid (B)(6) initial result = 200 repeat = 140. Reference range = 136-147 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Service reviewed the instrument logs, inspected the architect c8000 processing module, serial number (B)(6) and determined the fitting, ict pinch valve tubing (rohs) (7-204069-01) and tbg, ict valve nc-ict module (rohs) (7-93269-01) the likely causes of the result issue. The parts were replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect c8000 processing module, serial number (B)(6) or the fitting, ict pinch valve tubing (rohs) (7-204069-01) and tbg, ict valve nc-ict module (rohs) (7-93269-01) was identified.

Event description:
The customer observed falsely elevated sodium results on the architect c8000, serial number (B)(6), for three patients. The samples were repeated on another instrument with lower results. The following data was provided: sid (B)(6) initial result = 178 mmol/l repeat = 140. Sid (B)(6) initial result = 182.7 mmol/l repeat = 137. Sid (B)(6) initial result = 200 repeat = 140. Reference range = 136-147 mmol/l no impact to patient management was reported.